Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer found station was initially unable to power up the medication station. After checking cords and cable connections, it was determined that a faulty full height cubie drawer was preventing the station from powering on. The cubie drawer controller board was replaced, after which the station powered up successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not turning on. The customer attempted to reboot the machine and also unplugged and re plugged it into another power outlet, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.